Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer state that the right seat frame has broken. The damage was done at the right front corner of the chair where the leg rest is attached to the frame.